Manufacturer narrative:
Medical device: (B)(4) - battery, UDI #: (B)(4). Device evaluated by manufacturer? Yes. Device manufacture date: 03/11/2016. Medical device: (B)(4) - battery, UDI #: (B)(4). Device evaluated by manufacturer? Yes. Device manufacture date: 03/04/2016. Medical device: (B)(4) - battery, UDI #: (B)(4). Device evaluated by manufacturer? Yes. Device manufacture date: 02/27/2016. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. Events of critical battery alarms were reported. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware has opened an internal investigation to address communication errors. Failure analysis of the batteries revealed that all batteries failed visual inspection. (B)(4) were found with a tear on the output cable and (B)(4) was found an illegible release indicator on the output cable. Based on the available information, the most likely root cause of the damaged cables and the illegible indicator can be attributed to wear or handling of the device. Functional analysis of (B)(4) revealed that the battery passed. Analysis of (B)(4) revealed that the unit failed functional testing; the battery was received inoperable and unable to provide power to a test controller. It was noted that the battery's main integrated circuit was in an unresponsive state. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery; the most likely root cause can be attributed to a faulty integrated circuit that controls the battery. Functional testing was not preformed on (B)(4) due to safety concerns due to the tear on the output cable, which penetrated the insulation of some of the individual wires within the cable. The tear on the output cable, the illegible release indicator and the faulty integrated circuit are additional observations not related to the reported event. The most likely root cause of the critical batteries alarms can be attributed to a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. (B)(4) - battery / catalog number 1650 / expiration date 31mar2017, device available for eval: yes, 30mar2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun (02). Labeled for single use: no. (B)(4); (B)(4)- battery / catalog number 1650 / expiration date 31mar2017, device available for eval: yes, 30mar2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun (02). Labeled for single use: unknown. (B)(4); (B)(4)- battery / catalog number 1650 / expiration date 28feb2017, device available for eval: yes, 30mar2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun (02). Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while the patient was in clinic for a routine visit, log files revealed critical battery alarms with multiple batteries. The batteries were exchanged successfully with no reported patient impact or consequences.